Event description:
User facility reported difficulty passing the suction catheter through the tracheal tube holder. No permanent adverse effects to pt reported.

Manufacturer narrative:
One unused 2.5mm endotracheal tube on one unused 2.5mm endotracheal tube holder were received for evaluation. The tube and holder were returned with a 6 fr suction catheter manufactured by another firm. Inspection of the tracheal tube after removing the holder found a small dent in the tube where the holder had been secured. The holder was then reassembled to the tube and the tube was tested for suction catheter insertion. During testing, the dent in the tracheal tube did not allow full insertion of a 6fr suction catheter pulled from stock nor of the returned 6 fr suction catheter. Smiths medical's investigation of this issue has identified that the fastener and cylinder on the tracheal tube holder could cause compression of the tracheal tube when assembled together. In some cases, the holder could compress the tube enough to affect the tracheal tube inner diameter (ID). Customer feedback suggested difficulty passing a suction catheter usually occurred with a use of a size 6fr (or larger) suction catheter. The root cause of the issue is that a new tool, commissioned in (B)(4) 2011, may have allowed for variation in fastener/cylinder dimensions during production. Use of a bore gauge has been added to the production process to confirm the ID of the tracheal tube when locked into the holder. Production with the new mold tools has ceased and production with the previous mold tool (pre-(B)(4) 2011) has re-commenced. Smiths medical recalled specific lots for this issue on 07/10/2014.